Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as unknown x3 polyethelyne 10. Other devices listed in this report: cat. No.: unknown, nrg femur #5, lot code: unknown. Cat. No.: unknown, tibial tray 5, lot code: unknown. Cat. No.: unknown, patella #7, lot code: unknown. At this time, it cannot be determined which, if any of these devices may have caused or contributed to the patient's infection. Additional information has been requested and if received will be provided in a supplemental report. Not returned to manufacturer.

Event description:
It was reported that there was a periprosthetic joint infection. Revised in two stages.